Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced air embolism. During a pulsed field ablation (pfa) procedure to treat a pulmonary vein isolation (pvi) a farawave catheter was selected for use. Approximately 1,5 hours after the procedure the patient started to develop muscular spasms, and an immediate CT and MRI scan was done. The scan revealed potentially a very small air embolism. Immediate tests for neuronal damage were negative. It is not yet clear if the patient might have overreacted to the propofol medication. The patient was transferred to the neurology department for further investigation. The device is not expected to return as it was disposed. At the time of the reported event, the patient was still hospitalized.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced air embolism. During a pulsed field ablation (pfa) procedure to treat a pulmonary vein isolation (pvi) a farawave catheter was selected for use. Approximately 1,5 hours after the procedure the patient started to develop muscular spasms, and an immediate CT and MRI scan was done. The scan revealed potentially a very small air embolism. Immediate tests for neuronal damage were negative. It is not yet clear if the patient might have overreacted to the propofol medication. The patient was transferred to the neurology department for further investigation. The device is not expected to return as it was disposed. At the time of the reported event, the patient was still hospitalized. It was further reported that the patient was transferred to the (B)(6) and is currently being treated in the intensive care unit of the neurology department, where they remain unconscious. Another MRI scan is scheduled for today, (B)(6). Approximately two hours after the pfa procedure, the patient was administered anticonvulsants and spasmolytics. Throughout the procedure, no irregularities were observed regarding the sedation status; the patient exhibited no signs of apnea or abnormal breathing patterns, and oxygen saturation was continuously monitored and remained normal. Additionally, there were no underlying patient conditions identified that could have led to negative intrathoracic pressure.

Manufacturer narrative:
Additional information added to b5: describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced air embolism. During a pulsed field ablation (pfa) procedure to treat a pulmonary vein isolation (pvi) a farawave catheter was selected for use. Approximately 1,5 hours after the procedure the patient started to develop muscular spasms, and an immediate CT and MRI scan was done. The scan revealed potentially a very small air embolism. Immediate tests for neuronal damage were negative. It is not yet clear if the patient might have overreacted to the propofol medication. The patient was transferred to the neurology department for further investigation. The device is not expected to return as it was disposed. At the time of the reported event, the patient was still hospitalized. New information was received per gfe: the patient was transferred to the (B)(6) and is currently being treated in the intensive care unit of the neurology department, where they remain unconscious. Another MRI scan is scheduled for today, (B)(6). Approximately two hours after the pfa procedure, the patient was administered anticonvulsants and spasmolytics. Throughout the procedure, no irregularities were observed regarding the sedation status; the patient exhibited no signs of apnea or abnormal breathing patterns, and oxygen saturation was continuously monitored and remained normal. Additionally, there were no underlying patient conditions identified that could have led to negative intrathoracic pressure. It was further reported that the patients' status is improving in a good manner. Patient has been sent to neurological rehabilitation.